Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Although the device was not returned to olympus for inspection, based on the results of the investigation the reported malfunction was confirmed. It is likely, the inner wall of the channel hose was broken by aging which fragmented off as the foreign material. The event is detectable/preventable by handling the device in accordance with the following IFU: operation manual - chapter 8 troubleshooting and repair olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that black resin appeared inside the cleaning tub (deterioration over time) of the endoscope reprocessor. The issue occurred during reprocessing. There were no reports of patient involvement.